Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) failed the autofill process and displayed an iab catheter restriction message. There was no patient involvement reported, and no patient injury or harm occurred. A getinge field service engineer evaluated the unit for the reported condition. During evaluation, the failure was isolated to the pneumatic interface module (0997-00- 1178). Corrective action included replacement of the pneumatic interface module. Following the repair, the field service engineer performed functional checks, safety tests, preventive maintenance, and calibration in accordance with the applicable work order. All tests were completed successfully, and the issue did not recur. The replaced pneumatic interface module (0997-00- 1178) was contaminated with blood and therefore could not be returned for further failure investigation. All functional and safety checks were completed in accordance with factory specifications, and upon completion of service, the unit was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). Additional information: contact person name: (B)(6), department: clinical engineering, email: (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
While performed preventive maintenance on this cardiosave, fse observed that the unit displayed an autofill failure and an iab catheter restriction. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem).